Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, associated h6 coding an update to h2 and h3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and the information provided, it is likely the lock lever of the connecting tube was broken by external stress which then could not connect to the tube. Additionally, stress could have been applied toward the wrong direction which could cause the connector to be loose. However, the root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that there was a broken adaptor/connector while using the reprocessor. There was no patient harm associated with the event.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.